Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
An ophthalmic surgeon reported that irrigation failure occurred due to bent irrigation line and collapsed anterior chamber was confirmed in a patient's eye during ultrasound. The surgeon raised irrigation pressure, but the situation could not be improved. It was then discovered that the irrigation line was bent. The procedure was performed and completed by trying to straighten the line. There was no patient harm. Additional information has been requested but not received to date.

Manufacturer narrative:
The lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue. The device history record shows the product was released per specifications. The used returned sample was visually inspected and a bend on the irrigation-aspiration (I/a) manifold was observed. The bend was measured to be 4.25 inches away from the white luer hand piece fitting. There was no damage observed on the tubing. The I/a manifold was tested on a console with the cassette. The sample could prime and tune with the handpiece successfully. The value of 650 millimeters of mercury (mmhg )vacuum and 650 mmhg continuous reflux displayed on the progress bar. The irrigation and aspiration pressure were within specification. No message code appeared on the screen. Fluid flowed from balanced salt solution to the drain bag without any interfering. Cleaning process was able to be performed after functional test was completed. The sample passed functionality. While a bend in the tubing was identified, irrigation pressure and flow met specifications during laboratory testing. The investigation could not determine when or where the bend may have occurred. The bend could have occurred during the supplier's manufacturing process of the tubing, assembly and handling of the connectors to the tubing, handling & placement into the final pack or from the transportation processes. Action will not be taken based on this occurrence. An analysis of similar complaints of kinked I/a tubing confirmed no unfavorable trend for this event. This issue is occurring at a very low level. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).